Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of at the hospital. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 23c00825 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: while supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position. And continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. With the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Advance the aquabeam scope forward to its fully distal position. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. -confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam scope could not be locked into the aquabeam handpiece. An attempt to re-insert the aquabeam scope was unsuccessful as the aquabeam handpiece scope carriage could not be retracted properly. Further troubleshooting could not resolve the issue. A second aquabeam handpiece was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.